Event description:
In (B)(6) 2011, the eye doctor said there is a new soft lens contact that my son could use. In (B)(6) 2011, the eye doctor prescribed coopervision ultraflex toric contacts. After wearing them for awhile, he stated he started having vision problems. He wore the contacts for around 4 to 5 months and then stated he could not see out of his contacts or glasses and stopped wearing them. I called a different eye doctor it took me three weeks to get in to this eye doctor. In (B)(6) 2012, I brought him into the eye doctor and he sent us to a specialist. The specialist stated my son may need a cornea transplant due to the damage to his corneas. I went back to the eye doctor that prescribed him the contacts and asked him if he seen anything wrong with my son's eyes and he stated "no your son's corneas was within normal limits there was no problem with his cornea". My son is now looking at being blind or getting a cornea transplant.